Event description:
The ac plug for a patient monitor overheated to the point of generating visible smoke. Heating seems to have concentrated on the wire termination to the hot blade within the plug. The plug is similar in construction to those already cited in existing recall notices for electri-cord hospital grade power plugs with round ground pins and black molding around the power conductors, but this was not an electri-cord branded plug.